Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The machine was removed from service and the check valve was replaced during preventative maintenance, which resolved the issue. It was stated that the machine was tested and has been placed back in service without further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Caller reports that for a uf goal of about 5 liters or more, only about half of the goal is removed, even though the uf removed on the machine shows the correct amount. If the uf goal is less than 5 liters the patient removes what they should. The machine is passing pht test, the uf pump calibrates. They have verified the scales that the patients weigh on, and the patients weigh themselves. Mode: dialysis, patient on machine, no harm to patient, patient completed the treatment. Med pro: anne harris, nurse. I directed him (B)(6) and the document uf problem identification check list instructions. I explained he should follow this procedure.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Caller reports that for a uf goal of about 5 liters or more, only about half of the goal is removed, even though the uf removed on the machine shows the correct amount. If the uf goal is less than 5 liters the patient removes what they should. The machine is passing pht test, the uf pump calibrates. They have verified the scales that the patients weigh on, and the patients weigh themselves. Mode: dialysis, patient on machine, no harm to patient, patient completed the treatment. Med pro: (B)(6), nurse. I directed him fmcna.com, and the document uf problem identification check list <(>&<)> instructions. I explained he should follow this procedure.